Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that there was one event of atrial lead noise seen on (B)(6) 2020, and on (B)(6) 2021 it was seen that there were multiple episodes of atrial lead noise causing inappropriate automatic mode switch. It is unknown whether the lead noise was caused by myopotentials or by external noise. The patient was in stable condition.